Manufacturer narrative:
One medfusion pump was received with no notice of any external damage. The event history log was reviewed and there was a motor rate error in the history. Multiple flow and occlusion tests were performed. The reported issue was unable to be duplicated. The motor assembly was replaced as a preventative measure since the parts were over 8 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.

Event description:
Additional information was provided indicating that there was no patient involved.